Event description:
It was reported that pump malfunction occurred and customer noted only that malfunction was received, with no further event details and no information about blood glucose values. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, where pump started, charged, and was recognized by computer, and review of history showed deleted registry and data error alert with history and profiles erased; customer received replacement pump while further checks on returned pump were pending.